Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, this event occurred when the system was first turned on, the system was not in clinical use at the time of the event. No patient involvement and no harm or injury was reported to philips. A philips remote service engineer (rse) spoke with the customer who claimed that the generator reported the error during system startup, and it was back to normal after restarting the system twice. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting and analysis of the system logfiles identified that the suite pc server was not starting up. It was determined that this was due to a communication error between the generator and the suite pc. The fse checked and re-seated the network cable for the generator communication. After adjusting the network cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system generator failed to start up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.